Event description:
It was reported that the customer was hospitalized with dka. Customer was having difficulty getting the reservoir in the pump and did not feel like troubleshooting. Customer will call back later to test the unit because customer feels something is wrong with it.